Event description:
Device was received at service center with a reported problem for the alarm limit value. This was determined by the technician to be a report of no audio alarm. No patient harm reported.